Event description:
It was reported that a system error (se) 2367 (air in set) alarm occurred during prime on the home choice (hc). The home patient (hp) was not connected. The technical service representative (tsr) had the hp cycle power and the hc went back to ¿press go to start¿. The tsr assisted to clear the alarm and the hp would start over with new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified.  As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.